Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, fold creases, and a curved opening. A leak test was performed and found two openings. A microscopic analysis identified a curved sharp opening on valve bond edge assessed as unidentified(tear) opening (no shell thickness due to opening is under plug strap) and a curved striated opening on posterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening due to unidentified(tear) opening and a curved striated opening assessed as surgical damage.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Device has been explanted.